Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
Study: pico14.wnd.pro.2019.03; subject ID: 5.008; dd#: 01. It was reported that, during npwt with pico 14, the dressing lifted and got contaminated with faeces. The nurse resumed treatment after 40 hours and 20 mins with a back-up device. The problem is now resolved. It is unknown if the patient was injured as consequence of this problem.

Event description:
Study: (B)(4). It was reported that, during npwt with pico 14, the dressing lifted and got contaminated with faeces. The nurse resumed treatment after 40 hours and 20 mins with a back-up device. The problem is now resolved. It is unknown if the patient was injured as consequence of this problem.

Manufacturer narrative:
Additional information: the device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaint history review found a small number of similar instances of the reported event. There is nothing to indicate that this is outside of acceptable rates of occurrence. It was reported that the dressing became loose and became contaminated. Probable root causes include incorrect application of the dressing or incorrect skin preparation. As with all adhesive products, the skin site must be thoroughly cleaned and dried prior to application. If there is any moisture on the skin surrounding the dressing, the adhesive performance of this dressing may be compromised. If the dressing becomes wet whilst applied, it may have to be removed and a new dressing applied. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.